Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One tapered screw-vent implant (tsvb10) and mount were returned for investigation. Visual evaluation of the as returned products identified bone residue around the external threads due to usage and no apparent signs of malfunction. The device could not be functionally tested for the reported event/failure (bone fracture). However, measurements of the implant were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimmer biomet. Pre-existing patient condition noted on the per was high bone density ¿ type I. The reported device was being placed on tooth # 23 (universal) when the incident occurred. Device history record (DHR) review for the lot (1236576) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236576) for similar events (complaint category keywords: medical: bone fracture) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition and no x-ray or pictorial evidence was available (patient anatomical condition and details of event were unknown).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported bone fracture at the time of implant placement. Patient would have to return to place a new implant.